Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed and verified that customer resolved the issue. The device functioned as intended after the customer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system, there was a bogus pocket malfunction. A customer reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.